Event description:
Within two days and three separate cases, staff reported that the cassette within a 25 g vitrectomy pack could not be recognized by the constellation machine. Each of these packs were from the same lot. The lot was removed from stock and replaced by the manufacturer. Manufacturer response for vitrectomy, instrument cutter, constellation, edge plus, total plus, ultravit (per site reporter). The effected lot number was removed from service and replaced. Local representative reviewed the issues with staff, but decided not to sequester any of the defective packs for investigation. Packs will be stored for a short time and then discarded. Manufacturer response for vitrectomy, instrument cutter, constellation, edge plus, total plus, ultravit (per site reporter). The effected lot number was removed from service and replaced. Local representative reviewed the issues with staff, but decided not to sequester any of the defective packs for investigation. Packs will be stored for a short time and then discarded. Manufacturer response for vitrectomy, instrument cutter, constellation, edge plus, total plus, ultravit (per site reporter). The effected lot number was removed from service and replaced. Local representative reviewed the issues with staff, but decided not to sequester any of the defective packs for investigation. Packs will be stored for a short time and then discarded.